Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the pulse generator was interrogated during a routine follow-up, the patient went asystolic. The evvi button was pressed, and capture was regained. Further testing revealed a microdislodgement of the lead. The lead was replaced.